Event description:
It is reported that the preloaded monofocal intraocular lens was explanted due to negative dysphotopsia. The replacement lens is from a different company, iol. The patient¿s outcome is unknown. The defective lens is available for return. No information about an injury or medical intervention is required. No further information was provided.

Manufacturer narrative:
Unknown/ asked but not provided. The device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes, section d-9: device date returned to manufacturer: july 1,2024 section h-3: device evaluated by manufacturer: yes, device evaluation: visual inspection was performed on the suspect product and found the lens was cut in half. No additional issues were identified that could have caused or contributed to the complaint. No further evaluation was performed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.